Manufacturer narrative:
(B)(4). The information has been updated and provided in this report.

Event description:
The customer's daughter reported via phone call that the customer was transported to the emergency room by emergency medical assistance due to a low blood glucose on (B)(6) 2021. The customer was found at home unconscious. The customer's blood glucose at the time of the event was 42 mg/dl. The treatment provided was unknown. The customer was wearing the insulin pump at the time of the event. It is unknown if auto mode was active. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 180 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip in hospital, emergency medical services was dispatched and in emergency room. Customer stated that night before her passing she was wearing her insulin pump and they found her past out at her home. The contractor that was working on her house found her passed out. The device will not be returned for analysis.